Event description:
Boston scientific crm received information that during this implant procedure, the right ventricular lead was inserted into the header and a few beats were missed. It was determined that the lead insertion caused brief oversensing and inhibition. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.